Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 1452t-58 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced a mild lead dislodgement resulting in elevated threshold. It was noted that due to the thick blood vessel, the lead was unable to be fixed sufficiently during implant. In addition, biventricular pacing failure occurred due to the dislodgement. The lead was reprogrammed and subsequently explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.